Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the issue of missing distal end rubber was due to insertion part a-rubber glue chipped. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope distal end has some rubber missing. The issue occurred during reprocessing. There were no reports of patient involvement.